Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly, corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient was not experiencing withdrawal symptoms. However, the patient presented in the emergency department with pump alarming every 10 minutes. It was critical alarm. There was no environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated and a pump stall had occurred at approximately 13:00 on (B)(6) 2018. The pump would be replaced on (B)(6) 2018. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse baclofen 2000.0 mcg/ml at 620.4 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated that the medication in the pump was compounded baclofen. The pump was returned for analysis. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.